Event description:
It was reported that a female patient underwent breast prosthesis implantation surgery with two 425cc mentor memorygel breast implants. Post-operatively, the patient suffered left breast implant rupture and left breast capsular contracture (baker grade IV). As a result, the patient underwent breast implant removal on (B)(6) 2022. This report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 6, 2022, mentor received additional information indicating that the patient was actually diagnosed with bilateral breast capsular contractures (baker grade IV). The capsular contracture on the right breast will be reported under mrn: 1645337-2022-08600. This medwatch form is for the left breast prosthesis.